Event description:
Drill bit broke during surgery. The broken piece was left in the patient. This caused a surgical delay of 5 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The flexible drill bit that reportedly broke was not returned. A complaint database search has however identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under scp 1405 post market surveillance. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.